Event description:
Patient went to the ed on (B)(6) 2024 after consult with triage nurse. Patient had hyperglycemia since the night before, am glucose was 545. Patient has continuous glucose monitor and pump. Monitor stopped working (B)(6) 2024. Patient also completed a urine ketone check with was low positive. Glucose in the ed was 591. Patient was given fluid bolus and admitted for observation. Patient had insulin plan in case of pump failure and that was administered and blood sugars normalized. She was discharged (B)(6) 2024 with no changes to her insulin plan. Pt was seen on (B)(6) 2024 in clinic, updated dosing will be reviewed with pt at appt "(B)(6) 2024."